Event description:
It was reported that after removal of the catheter from the pt, it was noted that the tip was missing. A CT scan located the piece of catheter in the soft tissue. The pt was discharged without any complications.